Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the instrument data and did not find any instrument malfunction. The hsc specialist indicated that the customer was using a faster centrifuge speed than is recommended by the tube vendor. Siemens recommends that its customers follow the tube manufacturer recommendations for proper centrifugation times and speed. The cause of the discordant, falsely low calcium result on three patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium (ca) result was obtained on one patient sample upon repeat testing on a dimension vista 1500 instrument. The sample was initially tested on the same instrument, resulting higher. It is unknown if the discordant result was reported to the physician(s). The sample was repeated twice on an alternate dimension vista instrument, resulting higher both times and matching the initial run on the original instrument. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.